Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture due to dislodgement. The lead was explanted and a new lv lead implanted. It was noted that the lead came apart at the distal end while being pulled from the body. There were no additional adverse patient effects reported.